Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) experienced an episode of ventricular tachycardia which was not treated by the device. Subsequent attempts to establish telemetry were unsuccessful.